Event description:
On (B)(6) 2015 the fire alarm sounded at (B)(6) hospital in (B)(6). A fire broke out in the same day surgery area. There were no injuries and patients did not need to be re-located. This is an unoccupied area on the weekend. There was damage from both fire and smoke. The cause of the fire was an enovate mobius lithium ion battery located in a battery charging station. (B)(6). On (B)(6) 2015, (B)(6) hospital part of (B)(6) located in (B)(6) had a fire caused by the enovate mobius lithium ion battery also in a charging station. There were no injuries in (B)(6). We contacted (B)(6) and they have received 7 reports of mobius lithium ion batteries catching fire, since the summer of 2014. From these 7 reports, no injuries were reported. We are voluntarily reporting these events to ensure the FDA is aware of concerns with this product and to prevent future events of this kind.